Manufacturer narrative:
H10: the product support engineer (pse) rebooted the device, but the reported malfunctioning battery issue remained. The pse recommended spare parts to the customer, and the customer asked for a field service engineer (fse) to go onsite to provide service. The authorized service provider (asp) engineer confirmed the battery failure and replaced the battery. After seeing that the battery replacement resolved the reported issue and checking that the signal was normal, the customer confirmed full functionality. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was malfunctioning. It was reported there was no patient involvement at the time the issue was discovered.